Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
The investigation was unable to determine a specific root cause. Additional information was requested from the customer but was not provided. It was noted the customer was not using the recommended rack adaptors, which might lead to liquid level detection problems if the tubes were not straight in the racks. The customer has not had a reoccurrence of the issue.

Event description:
The customer alleged they received questionable total prostate-specific antigen (tpsa) results on their e411 analyzer. The first patient's initial tpsa result was 1.23 ng/ml and it was reported outside the laboratory. The physician questioned the result. According to the patient's record, the tpsa result from the patient was 70 ng/ml a couple years ago and the patient had been on treatment. No further information was provided. The repeat result was 4.70 ng/ml and was reported outside the laboratory. The second patient's sample initially received an instrument alarm. The sample was repeated and the result was 0.019 ng/ml. The result was reported outside the laboratory, but the physician questioned the result. The repeat result was 3.34 ng/ml and was reported outside the laboratory. There were no adverse events. The tpsa reagent lot number and expiration date were requested but not provided.